Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: "around 302 mg/dl not over 305 mg/dl" and "130 mg/dl or 135 mg/dl". The patient stated after the high result she washed lotion off of her hands and retested to get the lower reading. No adverse event reported. Customer not longer has test strips to return; meter and strips replaced.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.